Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse reported this patient was hospitalized on (B)(6) 2021 for fluid overload due to inappropriate pd therapy. It was stated the patient is noncompliant with continuous ccpd therapy on the liberty select cycler at home by not completing her entire prescribed pd therapy and/or skipping pd treatments. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to a skilled nursing facility on (B)(6) 2021. It was confirmed the patient¿s fluid overload and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient transitioned to hemodialysis post-discharge through an existing fistula on an in-center basis due to noncompliance of pd therapy with no plan to return to pd.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.